Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, plain old balloon angioplasty (poba) was performed with a non-bsc balloon catheter. After the indentation was resolved, a 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed from the patient in order to use a non-bsc guide extension catheter, it was noticed that the distal part of the stent had been lifted already. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.